Event description:
It was reported that a progav 2.0 (part # fx410t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the valve was believed to be operated in under-drainage and non-adjustability. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years. Height: 120 centimeters (cm). Weight: 15 kilograms (kg). Gender: female. Same event as: #3004721439-2022-00419.

Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is sluggish permeable. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Klick force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results showed that the progav 2.0 is blocked in the reference flow range of 20 ml/h in the horizontal position. Internal inspection: after dismantling of the valve, deposits were found in progav 2.0. Result: based on our examination results, we can determine a blockage at the valve at the time of our examination. The cause of the slowed flow/clogging and non-adjustability may be the deposits found. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.